Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: h6 (added visual: worn). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (removed pec broken intra-operatively to pre or post operatively/step unknown).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 corrected: h6 medical device problem code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
What feature is worn out and not making it function as intended? The plastic couplings on the t handle are cracked and worn.

Event description:
It was reported that the instrument was broken as a result of wear and tear. Was the product being used in a clinical trial? No. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Instrument removed from set. Was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.